Manufacturer narrative:
On 1/24/2020, additional information received indicated that the patient underwent bilateral removal and replacement as follow: left replaced with cat#: 3504004bc, sn#: (B)(6), and right replaced with cat#:3504004bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, additional information received indicated that the left side also has issue with capsular contracture. Device received on 2/5/2020. Device evaluation summary: during visual evaluation of the device it was observed to be ruptured, it was received in four parts. Microscopic examination was performed and the cause of the rupture could not be identified. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Background: postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant, 325cc, cat 3503254bc sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor memorygel 325cc silicone breast implants which the left side ruptured after implantation. The issue was confirmed via mammogram and ultrasound. As a result patient scheduled for removal on (B)(6) 2020.